Event description:
Three patients with discrepant sodium results. Patient 1: initial result 117 mmol/l, repeat 128 mmol/l and 133 mmol/l. Patient 2: initial result 125 mmol/l, repeat 134 mmol/l and 142 mmol/l. Patient 3: initial result 123 mmol/l, repeat 135 mmol/l and 135 mmol/l. Initial results were not reported. The field service representative was unable to determine a cause for the discrepancies.